Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that they had fit issues with the device. This issue was related to their previous reports where the inner cannula was not clicking in place in the trach and can slide right out. Additionally, it was stated that the defect was seen at upper chesapeake when an rt highlighted the issue after he and a nurse practitioner encountered fit problems with several patients. There was unknown patient involvement and unknown adverse event reported

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.